Event description:
Five dental implants were placed in the mandible. One implant failed and required explantation. The doctor indicated that the implant failed in 3 1/2 to 4 weeks. The 2 week post-op looked excellent. Two weeks later the patient called and complained of pain and felt like something was loose on the lower left jaw. Upon examination by the doctor, he found bony defects 2 to 3 times the diameter and length of the original osteotomy, unusual globular granulation tissue, which was not attached to the bony wells of the defect. The site was grafted and the doctor is awaiting healing before placing another implant.